Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead showed high pacing thresholds and high, out of range pacing impedances. The implanted device triggered beeping and it was discussed that out-of-range impedances activate this beeping. The lead has been implanted for several years. According to the field representative, xray imaging showed lead fracture, therefore, the patient received an lv lead extraction and new device via other company. They now have a working system with in-range impedance and threshold numbers. The explanted lv lead is expected to be returned according to the field representative. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead showed high pacing thresholds and high, out of range pacing impedances. The implanted device triggered beeping and it was discussed that out-of-range impedances activate this beeping. The lead has been implanted for several years. The lv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead showed high pacing thresholds and high, out of range pacing impedances. The implanted device triggered beeping and it was discussed that out-of-range impedances activate this beeping. The lead has been implanted for several years. According to the field representative, xray imaging showed lead fracture, therefore, the patient received an lv lead extraction and new device via other company. They now have a working system with in-range impedance and threshold numbers. No additional adverse patient effects were reported.